Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by customer's father reported that the customer went to the emergency room for low blood glucose on (B)(6) 2023, with a blood glucose value of 50mg/dl. Trouble shooting was done and customer stated that sensor is not reading correctly. The customer was using the auto-mode feature of the insulin pump and customer has been using the insulin pump system within 48 hours of the event. Sensor was reading 150mg/dl while the meter was reading 50mg/dl. Per caller, smartguard was used. Customer had changed out the sensor already. It was reported that the customer experienced discrepancy between sensor glucose and blood glucose. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a, mmt-242a. Customer visited the ER and was treated with fluids; no further patient complications were reported. It is unknown whether the customer will continue to use the insulin pump and sensor or not. The insulin pump and sensor will not be returned for analysis.